Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as expected. The physician inspected the device and a bulge at the base of the right cylinder was identified. The patient underwent surgery and the pump and cylinders were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at folds on the cylinder bodies. The first cylinder had air between the inner and outer tubes, resulting in the cylinder to bugle when inflated. No leaks were found. The second cylinder had no leaks and passed the leak test within specifications. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, product analysis confirmed the reported allegation of cylinder bulge.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as expected. The physician inspected the device and a bulge at the base of the right cylinder was identified. The patient underwent surgery and the pump and cylinders were removed and replaced. There were no patient complications.